Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. Healthcare provider stated that the notes indicated that the system was removed because the ins was not operational. No patient symptoms were reported. No further complications were reported or anticipated.